Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with pre-syncope. A check on the device yielded that the right ventricular (rv) lead has t-wave oversensing (twos). The rv lead remains in use. No further patient complications have been reported as a result of this event.